Event description:
It was reported that high impedance was found for a patient's device on (B)(6) 2016. The patient was reported to have had a fall recently, which may have caused a fracture and the high impedance. No known surgical interventions have occurred to date.

Event description:
Clinic notes were received for patient's referral for vns replacement. Notes indicate that the patient had two falls and reported pain in the left neck and tingling sensation. The doctor noted that the patient has a inactive vns. Previously the psychiatrist intended to replace the vns battery only when it reach eos. No known surgical interventions have occurred to date.